Manufacturer narrative:
Device was received for evaluation. Evaluation confirmed the reported issue. A faulty main pcb (printed circuit board) was identified causing the alarm to sound and the light on the front panel to turn off intermittently. The identified part was replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the reported issue was identified to be attributed to a faulty main pcb. The root cause of the faulty pcb was due to electronic component failure.

Event description:
It was reported that during a pm (preventive maintenance) service when a pressure test is being performed, the device will exhibit an alarm sound and the screen will turn blank. There was no patient involvement on this report, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on the reported information, it was presumed that the issue occurred due to the pressure sensor mounted on the main board broke down. The probable causes of the failure of the pressure sensor mounted on the main board includes: -oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. -due to foreign matter (epoxy) had adhered to the mounting of the component , the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). Olympus will continue to monitor complaints for this device.